Event description:
It was reported the lead exhibited an increase in pacing threshold. The pace/sense portion of the high voltage lead was replaced with a pace/sense lead. No patient complications have been reported as a result of this event. It was further reported there was oversensing and climbing rv pace impedances. Lead integrity alert had triggered.

Manufacturer narrative:
(B) (4)

Event description:
It was reported the lead exhibited an increase in pacing threshold. The pace/sense portion of the high voltage lead was replaced with a pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.